Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump repeatedly emitted cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/16/2016 with the following findings: a review of the black box data and alarm history revealed cs 052 and cs 054 call service alarms had occurred. During investigation, the pump powered on properly with no alarms. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no call service alarms emitted during the testing. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.